Event description:
It was observed that during the device evaluation, the plastic distal end cover of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Gif-xz1200 operation manual (chapter 4 operation_4.3 using endotherapy accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.